Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "Staff report that they would give 400 ml of blood for 2 hours, but that after about 1:45 only half the amount had gone in. We have tested the pump at the current speed of 244.5 ml / h for 1 hour but can not find any fault."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and a technical seal (46-02-31) on the lower housing were intact and undamaged. Fluid could be detected between the housing upper and housing lower part. In addition, the operating unit is badly damaged. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 date of the incident: 2022-03-17. The history files from 2022-03-17 was investigated. At 14:10 p.m. A space line was inserted. Between 14:10 p.m. And 14:19 p.m. The space line was inserted and removed again and again. At 14:39 p.m. The infusion was started with a vtbi (volume) of 489 ml for 2:00 hours. The infusion was started and stopped several times. Furthermore, the history files don't show any anomalies. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,49%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 2.6 during the investigation faults could be detected. To investigate the inside, the device was dissembled completely. We detected liquid residues inside the device, furthermore the mainboard shows oxidized contacts. Also, liquid residues could be found on the housing upper and lower part. Judgment: 3.1 the complaint could not be confirmed. The complaint error could not be reproduced. Replacement of the mainboard and the operating unit is recommended.